Event description:
It was reported that the caller experienced a cgm error with code 42 and a g7 sensor. The record did not indicate any adverse impact on the customer¿s blood glucose level. Technical support guided the caller through a pump reset, after which the error did not reoccur, and the caller successfully started their sensor session.